Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, the device could not be interrogated and indicated that it was in backup vvi. An attempt was made to restore the device function but it was unsuccessful. Premature battery depletion was suspected. Abbott technical support discussed that the physician may consider device replacement. The physician decided not to replace the device, as the patient had no symptoms that warranted a replacement. The patient is in stable condition.